Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hypoglycemia. Customer¿s blood glucose level was 45 mg/dl. The customer¿s current blood glucose level was 174 mg/dl and the at the time of the incident it was 45 mg/dl. The customer¿s other blood glucose level was 11, 244, mg/dl. The customer had using the insulin pump system within 48 hours of the reported low blood glucose. The customer was not admitted into the hospital as a result of the low blood glucose.. The customer using the auto mode. The customer was treated with the glucose. The insulin pump will not be returned for analysis.